Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation from acetabulum and loosening at the bone to cement interface, depuy cement was used. It was also indicated that all of the parts were removed due to the fact that the patient had such poor bone quality in her acetabulum and there was no means of fixation.